Event description:
The event involved a plum 360 driver new where the customer reported that the IV pump came back to agiliti office from medical intensive care unit (micu) with note indicating the pump had malfunction. It had gone into stop mode without alarming and would not restart. The pump is on ac power. There was patient involvement but no patient harm/injury.

Manufacturer narrative:
(B)(4). The device is not available to be returned for evaluation. The customer stated that agiliti will be completing the testing for this device and can provide an update on their investigation findings.